Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer did not request service from getinge. Additional information has been requested, and we will report accordingly if it becomes available. The full name of the initial reporter noted (B)(6).

Event description:
It was reported that during patient use, the customer noticed condensation buildup over the past two days on the cardiosave intra-aortic balloon (iabp). The customer reported that they changed the tubing because of the condensation build up. The iabp will be taken to their biomedical engineering department after the support of the patient is finished. No patient injury or adverse event was reported.